Manufacturer narrative:
No visible blood observed from system. Fluid was unable to be pulled into the system. Fluid was unable to be pulled into the system due to an open condition of that outlet check valve. The silicone disk inside the check valve was dislodged; however, the inlet check valve functioned properly. There appeared to be a small gap between the silicone disk (circumference) and check valve housing.

Event description:
Reportedly, bubbles would appear when ejecting or drawing back device.